Manufacturer narrative:
(B)(4): physio-control is anticipating the device return to the manufacturing facility and will submit a supplemental report on the event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power on. There was no patient use associated with the event.